Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Additional device product codes are hsz, gfa and gff. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 10, 2013. Expiration date: may 1, 2026. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that the cannulated drill bit shattered inside the patient when drilling over a 1.1 mm guide wire on (B)(6) 2017. The drill was on power attached to a colibri ii. They tried to retrieve as many fragments as possible; however the least one could not be retrieved and was left inside the patient. The surgery was prolonged approximately 64 minutes due to the reported event. No information available about patient condition. The patient outcome was stable. Concomitant reported parts: 1x guide wire ø 1.1 mm w/trocar tip (part 292.623 lot l304531), 1x colibri ii handpiece (part 532.101 serial-no. (B)(4)). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The received drill bit was broken at the cross over form the cutting edges to the shaft. One fragment with a length of 5mm was sent back with the broken drill bit. About 15mm of the cutting edges are missing. The outer shaft diameter above the fracture was checked with micrometer 3-01-17585 and had a size of 1.98mm, which is within the specification of 2mm 0/-0.03 as per the drawing. The inner diameter could not be checked due to the damage. The review of the manufacturing documents has shown that this diameter did pass the final inspection at the supplier and as well the incoming inspection in (B)(4). The examination of the manufacturing papers showed no deviations regarding, material, dimensions and hardness. The review has shown that the correct material was used with 1.4112 stainless steel. The hardness was checked back then and was between 593-612 hv10, which was within the specification of 580 hv10 +60/0 as per the drawing. Based on the provided information we are not able to determine the exact cause of this occurrence. The visual inspection has shown that there are clearly visible stress marks above the fracture face and that there are dents at the remaining part of the cutting edges, these damages could be an indication for an excessive metallic contact, e.g. With the drill guide, which can lead to a mechanical overload and the finally the breakage of this cannulated drill bit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 10, 2013. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.